Event description:
The customer reported that one of their patients fell off the philips m3813b weight scale, was subsequently rushed to the hospital, underwent surgery, and expired due to surgical complications.